Event description:
Same case as MFR report #: 2134265-2010-01445. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. In (B) (6) 2003 a 3.0x16mm express bare metal stent was placed in the mid left anterior descending artery (lad) and a 4.0x8mm express bare metal stent was placed in the right coronary artery (rca). Four months later the patient experienced angina and the 3.0x16mm express bare metal stent was 50-60% restenosed. A non bsc stent was placed within the express stent to treat the restenosis. Over seven years later the patient was having a presurgical exam for a knee operation when ischemia was noted. There was in-stent restenosis measuring 50-60% percent with a calcified lesion 3.3mm in diameter in the lad. A lesion in the ramus artery was also noted to be 60-70% stenosed. A 3.0x20mm promus element stent was advanced to the bifurcation of the ramus and the lad and deployed. The physician was attempting to post-dilate when resistance was noted. Under angiography, ¿shortening in the proximal end of the stent¿ was noted. A 3.5x12mm balloon was advanced to the lesion and inflated to 18 atms, which resolved the ¿shortening.¿ no further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Event date - (B) (6) 2003. If implanted, give date - (B) (6) 2003. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).